Event description:
The account generated negative chlamydiazyme eia results, reagent lot 04572m100, on 18 pts that tested bsa slide technique positive. This report is for pt 10 of the 18 total pts. Although the control values were acceptable, the account noticed a big drop in the positive result values as compared to the usual observed positive result values. The account retested the pts using chlamydiazyme eia reagent lot 03228m100 with the expected positive results. Amended reports were submitted to the physicians. It is unknown if there was impact to pt management. No pt info is available.